Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The reported contact force issue was confirmed. Optical fibers 2-3 no longer met specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation of the pi irrigation tubing was unable to determine the cause of the leak due to damage during device dissection. However, the leak from the pi irrigation tubing is consistent with the failed shaft leak and irrigation leak tests, fluid ingress, and a loss of contact force during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pi tubing leak remains unknown.

Event description:
This report is to advise of an event observed during analysis which revealed a fluid leak.